Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned that the implantable pulse generator (ipg) was nearing end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.